Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had error code b30 (scope communication error) occurred during colonoscopy diagnostic procedure while the patient was under sedation with the device outside of the patient. There were no reports of patient harm.